Event description:
Device 1 of 2, reference MFR. Report#: 1627487-2017- 08518: follow up information identified as patient weight and explant date.

Manufacturer narrative:
(B)(4) was received 11/30/2017. There was no new or additional information identified in the user facility report. Manufacturer has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Manufacturer defers to the patient¿s physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2017- 08518: it was reported the patient suffered from intractable headaches and was implanted with two pns leads (off-label use). The patient was not receiving effective stimulation and needed to have an MRI taken thus the leads were explanted on (B)(6) 2017.